Manufacturer narrative:
Continuation of d10: product ID: psg100; product type: 3294-generator; product ID: pscc100 (0012690773); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted into the heart the array was deployed and a ring shape formed on one side and the array was inverted. Several attempts were made to retract and redeploy the catheter without resolution. The catheter was replaced. The new catheter array was also inverted and deformed. The previous catheter was restored to its normal shape and was reinserted and the array deployed properly. During the application to the right superior pulmonary vein (rspv), the array became deformed again and could not be corrected. The original catheter was removed. The replacement catheter was corrected and reinserted which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 00763000920784 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be bent in the distal arm transition and the spiral array pebax tube was observed to be kinked. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. In conclusion, the reported array inversion was not observed with the returned catheter. The catheter failed the returned product inspection due to a kinked spiral array pebax tube and a bent nitinol wire in the distal arm transition of the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.